Event description:
It was reported that the patient had to go to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 626 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off from the infusion site (arm), causing the cannula to dislodge. The patient was diagnosed with hyperglycemia and boarder line diabetic ketoacidosis (dka) and was treated with intravenous fluids and insulin. The patient was released after a few until bg levels returned to normal range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.